Event description:
Revision surgery for infection at about 2 years and 1 month after primary. The surgeon revised successfully all the devices.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2006582: (B)(4) items manufactured and released on 11-nov-2020. Expiration date: 2025-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Other devices involved: reverse shoulder system 04.01.0163 glenoid polyaxial locking screw - l38 lot. 2005661 (k170452): (B)(4) items manufactured and released on 26-aug-2020. Expiration date: 2025-08-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 lot. 2002443 (k170452): (B)(4) items manufactured and released on 01-july-2020. Expiration date: 2025-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Reverse shoulder system 04.01.0211 lat. Glenosphere 39xø27 lot. 189945 (k193175): (B)(4) items manufactured and released on 14-may-2019. Expiration date: 2024-05-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Resterilized devices of this lot considered in this batch. Reverse shoulder system 04.01.0158 glenoid polyaxial locking screw - l18 lot. 2002440 (k170452): (B)(4) items manufactured and released on 26-aug-2020. Expiration date: 2025-08-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review. 2 devices of this lot involved in this complaint. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° lot. 2001815 (k170452): (B)(4) items manufactured and released on 16-oct-2020. Expiration date: 2025-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Reverse shoulder system 04.01.0158 glenoid polyaxial locking screw - l18 lot. 2002440 (k170452): (B)(4) items manufactured and released on 26-aug-2020. Expiration date: 2025-08-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review. 2 devices of this lot involved in this complaint. Reverse shoulder system 04.01.0007 std humeral diaphysis - cementless - 12 lot. 1910843 (k170452): (B)(4) items manufactured and released on 16-mar-2020. Expiration date: 2025-03-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm lot. 2006593 (k170452): (B)(4) items manufactured and released on 12-nov-2020. Expiration date: 2025-10-29. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.